Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's site reminder had not been triggered on the pump. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, a request was made for the customer to upload the pump so that a data review of the pump could be performed. Follow up information was received from the customer four days later stating that the site reminder is "now working again". The customer did not upload the pump for review.